Manufacturer narrative:
The investigation into the pump stop issue has been completed since the initial report was submitted. The product was not returned for investigation. According to clinical reports, the cause of the pump stop was high purge pressure. The cause of the high purge pressure was unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The us complainant reported the 64-year-old female patient was on impella cp support for ventricular fibrillation and the patient had cardio-pulmonary resuscitation. The patient had runs of ventricular tachycardia (vt) while on impella support. Additionally, there were purge pressure high/ purge blocked alarms. The y connector was removed and tpa purge was started. Shortly after, the motor current was trending high with flow saturation. Decision was made to leave the impella in and monitor the patient. Eventually, the impella stopped. There were three attempts to restart with no success. The impella was therefore explanted.